Event description:
A child (ex-premie with h/o hydrocephalus and newly implanted external ventricular drain (evd) for meningeal infection) was manipulating the evd. The tubing tore in half at a site that was not intended to be disconnected. This occurred twice during the shift. The rn cleaned the tubing with alcohol and reconnected it with tape x2. A csf (cerebral spinal fluid) gram stain and culture were obtained approximately 17 hours later. The gram stain was obtained and on the day following this event, was found to be positive with gram (+) cocci and elevated wbc (white blood cell) counts. The culture came back positive for staph aureus. This resulted in the necessity of a course of intrathecal antibiotic therapy, an additional surgical procedure and four additional weeks of hospitalization. The rn departed from policy and procedure by not immediately clamping the tube and notifying the physician for replacement of the device.